Event description:
Patient here for assessment of vasculature of left leg and to do a left sfa recannulation to regain bloodflow to the limb. During the procedure multiple stents were placed in the sfa. While attempting regained bloodflow met resistance when introducing the angiographic catheter. It was noted that there was a foreign body in the vessel. The operating physician attempted to retrieve the device without success. It was determined after speaking with the vascular surgery team that no further retrieval attempts would be made.